Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device data shows 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010. Programmer data shows 3 - patient alerts for rv pacing lead impedance not taken between (B)(6) 2010. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the right ventricular impedance was not measured by the device on several occasions. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance was not measured by the device on several occasions. The device and lead remain in use. No patient complications have been reported as a result of this event.